Event description:
It was reported that during a anterior rectum resection procedure, after resecting the rectum, the staples were not applied properly. The staple line was not formed at all. As a consequence, the rectum tract opened up. The surgeon had to apply a purse string suture. There was no adverse pt consequence.